Event description:
A user facility biomedical technician (biomed) reported to fresenius that there were charred wires connected to the motor protection switch and power contractor of the aquabplus reverse osmosis (ro) system. The thermal damage was discovered during troubleshooting. The ro system initially experienced a defective p1 pump and encountered the errors f-02-51-04 failure: run dry protection stage 2 and f-04-50-04 failure: t1 test, pump p1 defective. The biomed noted that the ro system was still passing the t1 test. The biomed was advised to replace the motor protection switch and wires along with the main cable. There was no reported patient involvement nor personal harm to anyone as a result of discovering the thermal damage. The biomed provided additional information during follow-up. The biomed observed that there was power being supplied to the ro system but the motor would not power. The biomed stated that upon removing the front panel there were burnt wires identified on the motor protection switch. The biomed stated there was no observed burning smell, smoke, spark, flame, or arcing. The biomed stated that the burnt wires were wrapped in electrical tape to resolve the reported issue until the motor protection switch could be replaced. A replacement was ordered but the biomed would need to return to the site to install it. The biomed confirmed the ro system is in service. The biomed also stated that a blown fuse was identified in one of the breakers where the ro is connected and replaced. The biomed was not aware of any issues to the local power grid on or around the event date. The biomed noted that the ro system is not connected to a generator and that the clinic is part of a larger hospital. There are currently no parts available to be returned to the manufacturer for physical evaluation. Additional information: the biomed stated during additional follow-up that there was no power to the ro. When the ro was able to power on, the motor protection switch would trip. Both could not be powered at once. It was confirmed that one fuse blew in the main wall that was replaced. There were no issues with the local power grid on or around the reported event date. The reported issue was resolved following replacement of the power cord, motor protection switch, and the motor protection switch connection cable.

Manufacturer narrative:
Additional information: b5 plant investigation: no parts nor machine files were returned to the manufacturer for physical evaluation. Photographs were provided from which the manufacturer was able to confirm the reported thermal damage that was sustained to the crimped cable lugs on the motor protection switch. The manufacturer determined that the thermal damage was likely caused from bad contact points which resulted in high contact resistance and thermal power loss. Running only two line conductors and experiencing frequent pump starts are also a factor in relation to thermal stressed wires. High currents will occur in such a scenario and in consequence the wires and blade receptacles are exposed to higher temperatures and can be thermally damaged. Without the machine files it cannot be determined if the motor protection switch was pre-damaged due to either frequent run-dry errors or by not considering the required cool-down time of 120 seconds before resetting the motor protection switch. This failure pattern is a known issue. A CAPA was opened to address this issue and was resolved through redesign of the crimped cable lug. The affected device was built before the implementation of the CAPA and was still equipped with the old design. In this case, the customer reported that the issue was resolved following the replacement of the motor protection switch, power cable, and motor protection switch connection cable.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that there were charred wires connected to the motor protection switch and power contractor of the aquabplus reverse osmosis (ro) system. The thermal damage was discovered during troubleshooting. The ro system initially experienced a defective p1 pump and encountered the errors f-02-51-04 failure: run dry protection stage 2 and f-04-50-04 failure: t1 test, pump p1 defective. The biomed noted that the ro system was still passing the t1 test. The biomed was advised to replace the motor protection switch and wires along with the main cable. There was no reported patient involvement nor personal harm to anyone as a result of discovering the thermal damage. The biomed provided additional information during follow-up. The biomed observed that there was power being supplied to the ro system but the motor would not power. The biomed stated that upon removing the front panel there were burnt wires identified on the motor protection switch. The biomed stated there was no observed burning smell, smoke, spark, flame, or arcing. The biomed stated that the burnt wires were wrapped in electrical tape to resolve the reported issue until the motor protection switch could be replaced. A replacement was ordered but the biomed would need to return to the site to install it. The biomed confirmed the ro system is in service. The biomed also stated that a blown fuse was identified in one of the breakers where the ro is connected and replaced. The biomed was not aware of any issues to the local power grid on or around the event date. The biomed noted that the ro system is not connected to a generator and that the clinic is part of a larger hospital. There are currently no parts available to be returned to the manufacturer for physical evaluation.